Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The caller removed the endoscope and erased the guided tool change feature. The endoscope was reinstalled, and the image was now appearing normally. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the image was upside down. The caller removed the endoscope and erased the guided tool change feature. The endoscope was reinstalled, and the image was now appearing normally. The surgeon was proceeding with the case. The system logs were reviewed with no issues found. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon confirmed this happened in the middle of the case. The surgeon did not recall the exact portion of the procedure but did recall that both the 30-degree and the 0-degree had this issue. The endoscopes were inserted properly with proper orientation. The image orientation appeared correct in the console. The surgeon was sure the endoscopes were available for return. The issue was quickly resolved during the case.